Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation

Event description:
A peritoneal dialysis (pd) patient's spouse reported the patient had visited the emergency room for abdominal pain and sent home the same day. The wife reported the patient was fine when doing continuous ambulatory peritoneal dialysis and started having catheter issues and infections two weeks after starting with the cycler. On follow-up with the patient's pd nurse who reported on (B)(6) 2016 the patient was admitted for abdominal pain, cloudy effluent with elevated white blood cell count. The patient was treated with vancomycin and then fortaz after the culture results. The patient was transitioned from pd to hemodialysis. Medical records were requested.

Manufacturer narrative:
A visual inspection was performed on the returned device and there were no signs of any physical damage with the received cycler. An internal inspection was performed and there were no discrepancies encountered in the internal inspection of the cycler. Simulated testing was performed and the device performed without failures. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
Medical records did not contain lab or diagnostic results from approximately (B)(6) 2016 or about the time the patient went to the hospital. Medical records did not contain dialysis progress notes, medication orders or treatment records for review. Medical records did not contain hospital progress notes, medication records or lab results for review. Medical records revealed that on (B)(6) 2016 the patient¿s serum white blood cell count was low and the peritoneal dialysis fluid white blood cell count was normal. There was no indication that an infectious process occurred on (B)(6) 2016. The medical records did not reveal a source of the patient¿s peritonitis (or urinary tract infection). There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and concomitant products and the reported peritonitis.